Manufacturer narrative:
The patient's exact age is unknown; however the age range for the study participants was 35-85 years. Literature: journal article - int urogynecol j. 2012 dec;23(12):1753-61. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
According to the journal article, an uphold vaginal support system was implanted into the patient on an unknown date between 2008 and 2010. Following implantation of the device, the patient "reported focal numbness along the left labia extending toward the medial buttock. She declined surgical reintervention, and neurology consult 6 months postoperatively was nonfocal; trace residual numbness and an otherwise normal exam was observed 2 years after surgery, and she reported being very satisfied with surgery". According to the primary investigator for the study, the issue has completely resolved with no trace symptoms. The patient did not experience pain or any other symptoms in addition to the numbness. The numbness was not treated; it spontaneously resolved with no intervention required.